Event description:
It was reported that the patient has experienced an increase in seizures from three to four a night to thirteen a night since previous device settings adjustment to 0.75ma. The date of the increase in settings and the increase in seizures is unknown. The patient's mother denied any infections, changes in medications, or any other changes that may have caused or contributed to the increase in seizures. The patient was scheduled to have the device checked. Attempts to obtain additional relevant information have been unsuccessful to date.